Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source was smoking; there was no associated procedure.

Manufacturer narrative:
Alleged failure: smoking when plugged in cib tom biomedpo#temp. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The issue was not verified. It is advised to replace the control board and ballast. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the light source was smoking; there was no associated procedure.